Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with an anterior and posterior colporrhaphy, due to pop, and sui. It was reported that patient underwent laser cystolitholapaxy with mesh removal and a bilateral retrograde pyelogram on (B)(6) 2013 due to bladder mass and calcified mesh. It was reported that patient underwent laser litholapaxy of bladder stone with unroofing of bladder mesh/complex on (B)(6) 2014 due to stone on retained bladder mesh prior tvt. No additional information was provided.